Event description:
The initial reporter received a questionable alb2 albumin gen.2 result for one urine patient sample tested on the cobas pro c 503 analytical unit. The sample was initially run on their other c 503 analyzer with serial number (B)(4) (analyzer a). The sample was rerun on this analyzer (analyzer b) and the other c 503 (analyzer a). The initial result was reported outside of the laboratory. The initial result from analyzer a was <1.2 mg/dl with a data flag. The first repeat result from analyzer b was 3.5 mg/dl. The second repeat result from analyzer b was 1.5 mg/dl. The reporter then centrifuged the sample. The third repeat result from analyzer a was 8.7 mg/dl. The fourth repeat result from analyzer b was 5.03 mg/dl. The reporter could not determine which is the correct result. The reagent lot number is 56089501 with an expiration date of 30-apr-2023. Refer to medwatch with patient identifier (B)(6) for the investigation of the cobas pro c 503 analytical unit with serial number (B)(4) (analyzer a).

Manufacturer narrative:
The customer stated that the qc level 1 results were very low. The field service engineer (fse) noted that the sample probe was not getting washed properly. The rinse station water pressure was very low. He also noted that the reagent probe was rubbing inside the drying hole. He then adjusted the rinse level for the sample probe wash station and the reagent probe. The customer performed calibrations and qcs with successful results. After service, no further issues were reported by the customer. The investigation determined the service actions resolved the issue.